Event description:
Customer reporting 5 suspected false positive flu b results on asymptomatic patients. No confirmation testing was performed and customer did not have any further information. Report 1 of 5.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.